Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: 2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50, model#: 3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm) it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had lost of stimulation. The patient's lead contacts were not working and was showing high impedances because the patient had radiofrequency ablation (rfa) procedure two months ago. The patient underwent a revision procedure wherein a burn on the lead was seen and was believed to be due to the rfa. Device malfunction with the lead was suspected. The patient was doing well postoperatively.